Manufacturer narrative:
Product analysis: visual inspection did not reveal any damage to the balloon. Functional inspection confirmed the tip of the balloon has a pinhole near the proximal peak. This damage is consistent with the balloon coming in contact with bone spurs with the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis it was reported that the patient underwent balloon kyphoplasty at t11 due to compression fracture. Intra-op, when the balloon was inflated from the right side (the pressure was 25 psi) and the handle was rotated twice, it was found that the contrast media flowed backwards from the connection part of the balloon. Then, the balloon was deflated and images were checked, which showed that the contrast media had slightly leaked to the patient's body. The surgeon was recommended to perform washing; however, washing was not performed as there was only a small amount of leakage. As a result of this event, the product was substituted with a new one, and a pressure of 150 psi was achieved. Although the procedure was delayed by less than 60 minutes due to this event, the procedure was completed successfully without any problems.